Event description:
A report was received that the patient underwent an explant of the entire scs system due to inadequate stimulation and discomfort at the pocket site.

Event description:
A report was received that the patient underwent an explant of the entire scs system due to inadequate stimulation and discomfort at the pocket site.

Manufacturer narrative:
Additional information was received that the patient was reportedly doing well following the explant procedure.

Manufacturer narrative:
Explanted ipg will not be returned to bsn as it was discarded by medical facility.